Manufacturer narrative:
Cryoprobe lot number not reported. Probe disposed of at the hospital. No evaluation possible.

Event description:
Probe shaft frosted during pretesting. Probes disposed of at the hospital.